Manufacturer narrative:
Additional information added.

Event description:
It was reported that the device was programed to infuse magnesium 2gm/100ml at 50ml/hour for a duration of 2hours, however the IV bag was found empty after 30 minutes while the device stated that there was 1.5 hours left for administration. In review of a report, the customer stated that it showed that 20.3ml of the bag registered as infused. The customer further stated that there were no adverse effects caused to the patient from the event.

Event description:
It was reported that the device was programed to infuse magnesium 2gm/100ml at 50ml/hour for a duration of 2hours, however the IV bag was found empty after 30 minutes while the device stated that there was 1.5 hours left for administration. In review of a report, the customer stated that it showed that 20.3ml of the bag registered as infused. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Revised patient and device codes. Additional patient information: diagnosis: alcohol dependence with withdrawal delirium.

Event description:
It was reported that the device was programed to infuse magnesium 2gm/100ml at 50ml/hour for a duration of 2hours, however the IV bag was found empty after 30 minutes while the device stated that there was 1.5 hours left for administration. In review of a report, the customer stated that it showed that 20.3ml of the bag registered as infused. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Supplemental MDR to include suspect device gtin (B)(4).

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided.

Event description:
It was reported that the device was infusing at the wrong rate.